Manufacturer narrative:
Pump was received with detached end cap, cracked display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 239 mg/dl at the time of the incident. The customer stated that his pump fell and hit the floor. The customer stated that the pump hit the casing and it was loose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.